Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110-02 serial/lot #: (B)(4), description: precision implantable pulse generator (ipg), model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient underwent an explant procedure due to discomfort at the paddle site. The patient was reportedly doing well after the procedure.